Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the concord endoscopic cholangiography set was removed from the package and during priming of the catheter, the fluid started spraying out of the side before it got to the distal end of the catheter. Another device was used to complete the procedure. No adverse consequences to the patient or user was reported.